Manufacturer narrative:
The insulin pump had a blank display due to the battery tube connector not properly plugged in to the interface board. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not responding to any battery insertion. The customer also reported a blank display on the insulin pump. The customer also reported corrosion was present on the battery cap. Customer also reported the insulin pump did not respond when the battery was removed for two hours. The customer's blood glucose was 198 mg/dl. The customer agreed to return the insulin pump for analysis.